Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. First/given name unknown / not provided. It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the internal threads on the implant at tooth location #20 are damaged. The doctor requested a thread tap.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: investigation type codes were added: 3331, 4109, 4111 and 4114. H6: investigation findings code was added: 213. H6: investigation conclusions codes were added: 4315. H10: narrative/data was updated. An osseotiteâ® tapered certainâ® prevailâ® implant 6/5 x 10mm (xiitp6510) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Based on the evaluation, device malfunction could not be verified. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was likely within specifications and likely conforming when it left zimmer biomet. DHR review was completed for the subject lot number (2017060490). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2017060490) for similar event and no other complaint was identified. The reported event could not be recreated due to the nature of the dental device and event and the complaint is related to the functional performance of the device. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause determined from the investigation is clinician inadvertently selects a diameter of implant that is too wide for the osteotomy and clinician does not follow recommended protocol for implant placement and final seating (e.g. Does not tap in dense bone). No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.